Manufacturer narrative:
UDI #:unknown because lot/serial number is not available. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Catalog #: without the serial number a complete catalog number is unknown/not provided. Serial number: unknown/not provided. Expiration date: serial# was not provided and therefore the expiration date is unknown. If implanted; give date: unknown/not provided. (B)(6). (B)(4). Device manufacture date: serial# was not provided and therefore the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a sensar ar40e had deposits on it and the lens was explanted/removed. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned to the manufacturer for investigation. Therefore, no product testing was performed. The manufacturing records evaluation could not be performed since the device serial number was not provided. A historical complaint data review was performed and results did not identify any product deficiency. A search within global quality management system using keywords debris/particles was performed and there were no related deviations or non-conformity. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the historical complaint review, non-conformance review and labeling review, there is no indication of a malfunction or product deficiency. All pertinent information available to abbott medical optics has been submitted.